Event description:
During an im rodding of the femur for a proximal femoral fracture, the surgeon was unable to disengage the insertion handle and the cannulated connecting screw cannulated trochanteric fixation nail. The nail was removed and another nail of the same part number was used to complete the procedure. The occurrence prolonged the procedure an add'l 30 mins on a pt.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. No conclusion can be drawn at this time.